Event description:
It was reported that the user¿s pump proceeded directly to the ¿fill tubing¿ step without an initial rewind, the cartridge and adapter seated flush, and the adapter would not turn to lock; after guided steps to fill approximately 15 units and initiate a new rewind, the pump rewound successfully, but the adapter remained immobile and flush, preventing attachment and use. Symptoms included no adverse clinical effects. Outcomes included the user discontinuing pump use and reverting to alternative insulin therapy without hospitalization. Customer care provided support that included remote troubleshooting and user education. Investigation of this case revealed a connector mechanical interference or tolerance fit issue at the adapter interface while the pump motor and piston functions performed as expected, with the affected component identified as the adapter. It was concluded, based on previously established findings for similar reports, that the cause was a component-level mechanical fit issue at the connector interface.